Event description:
Boston scientific received information that this patient¿s pacemaker and right ventricular (rv) lead were oversensing noise which was leading to pacing inhibition with periods of asystole of up to four seconds. The patient was feeling dizzy due to this and the noise could easily be reproduced in the clinic. The device was reprogrammed and no inhibition was seen. The patient will continue to be monitored and a potential revision procedure is being planned. For now, the pacemaker remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information made available from the field indicated that a revision procedure was performed and the patient¿s rv lead was surgically abandoned and replaced. With a new rv lead, the system had acceptable measurements. This device continues to remain implanted and in service. No additional adverse patient effects were reported.